Event description:
Patient mother states that the nasonex spray is defective. When the mechanism is pushed down no spray comes out. This is not the patient's first time using the spray and is aware that medication does need to be primed. Dose, frequency and route used: use 1 spray in each nostril every morning as needed. Therapy date: (B) (6) 2010. Diagnosis for use: allergies.